Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that the distal tip of the probe melted the distal outer sheath of the device.